Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va19ss2, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that during an implant procedure an impedance issue was found. The implantable neurostimulator (ins) was tested at "3<(>&<)>2, <(>&<)>1, 3<(>&<)>0 and case with every electrode is greater than 4000 ohms." Patient was not getting response on electrode 3. The rep confirmed that the healthcare provider had wiped down the lead and confirmed the blue tip as well as that the lead was seated and tightened properly within the ins. A new ins was tested and the impedance issues resolved. The original ins was returned to the manufacturer for analysis. No patient symptoms were reported.

Manufacturer narrative:
Analysis of the ins found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.